Event description:
Add'l info rec'd from MFR 5/10/00: the top web alignment offset resulting in partially open (unsealed) blister pack. This condition is due to the paper alignment running off to one side. Packaging operator may not have been alerted to the occurrence of this misalignment. Corrective action steps taken include the adjustment of paper tracking rollers.

Event description:
Individual syringe packages not sealed properly. Partially open. About 1/2 the box of syringes were not sealed.